Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4024-58, lead; implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that a right atrial (ra) lead integrity alert (lia) was triggered for low impedance. The device was reprogrammed to vvir and the ra lead is no longer in use. No patient complications have been reported as a result of this event.